Manufacturer narrative:
Concomitant product: (B)(4) stent grafts implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead thresholds increased to high levels. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.